Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported on behalf of the healthcare provider (hcp) office that they saw a patient and stated the patient had a revision done on (B)(6) 2013 for their battery flipping in the pocket. There was no other available information related to this event. The implantable neurostimulator (ins) was indicated for gastric stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.